Event description:
This complaint is from the another country clinical study. The target lesion was the proximal left anterior descending (lad). It was an elective case. Pre-dilation was conducted with a 2.5 x 15mm balloon at 12 atm. A 3.0 x 13mm cypher stent was implanted at 14atm for 16 to approx 30 seconds at the target lesion. A 3.0 x 18mm cypher stent was implanted at 14atm for 16 to approx 30 seconds at the proximal end of the initially implanted cypher without a gap. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 7%. Almost two years later, the patient developed a q-wave myocardial infarction. Coronary angiography was conducted and there was restenosis observed in the proximal lad. There was restenosis at the proximal end of the stent (99%), the overlapping area (75%) and the distal end of the stent (99%). To treat the proximal end of the stents, a 3.0 x 13 mm cypher was implanted. To treat the overlapping area of the stents, balloon angioplasty was conducted with a cutting balloon. Then, to treat the distal end from the overlapping area, a 3.0 x 18mm cypher was implanted. The residual % of stenosis was 0%. There was no more information available regarding the procedure. Three weeks later, the patient was discharged from the hospital.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-01841.